Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and nyha functional class ii underwent an initial implant procedure with the evolutfx-23. The patient had a medical history of diabetes mellitus treated with oral antidiabetics and hypertension. Baseline electrocardiogram abnormalities included right bundle branch block.  A pacemaker was implanted during the procedure. Grade 1 mitral insufficiency and grade 1 periprosthetic insufficiency were noted. Transthoracic echocardiogram and standard electrocardiography were conducted, with no electrocardiogram abnormalities observed at discharge. The patient was discharged home three days after the procedure with no late complications.  No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected data: d3 - street, region, country code and postal code corrected from blank e1 - initial reporter street and phone number corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.